Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Another attempt was made to deploy the clip, but the clip would still not release from the catheter. Reportedly, the physician withdrew the clip from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating that the device had been fully deployed. It was also noted that the device returned without the over sheath. The catheter was severely kinked along its body. Microscope evaluation was performed on the bushing of the device under high magnification and no failures were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Another attempt was made to deploy the clip, but the clip would still not release from the catheter. Reportedly, the physician withdrew the clip from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.